Manufacturer narrative:
(B)(4). Batch # : t92v1c. Device analysis: the device was received with the upper jaw broken at distal tip. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. No alert screens were displayed during testing. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a prostatectomy, error code: change device. A new device was opened - same error code. Surgery was finished with a third device. There were no consequences for the patient.